Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated pacing capture threshold in the rv (right ventricle) was elevated. Between 16-sep-2014 and 05-apr-2016. Maximum rv capture threshold measures between 1.5 and 2.5 v.

Event description:
It was reported that the right ventricular (rv) lead had increasing/high thresholds. The lead also had decreasing r-waves. The lead was deactivated and later capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.